Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch #: u5ea4w. (B)(4). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40b device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. Also, the pushrod was noted to be bent. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The ledge of the lockout showed no indentations. In addition, the returned reload was noted to have 2 stuck staples in the washer and the retainer pin coupler was noted to be damaged. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. It should be noted that product failure is multifactorial. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the handle broke while deploying staples. A new device was used to complete the case with no patient consequences. No further information given.